Event description:
It was reported to resmed that an s8 autoset vantage was smoking.

Manufacturer narrative:
The engineering investigation of the returned unit identified the root cause of the failure as the ac appliance inlet connector. The result of this failure was a brief external flame that self arrested and did not require external intervention. There is no adverse event reported for this incident.